Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device and 180 series of olympus endoscopes, the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. The reported event was reproduced. Dirt and rust on video connector pins were noted. There is possibility that the dirt and rust were caused by cleaning the video connector. Defect of the printed circuit board was noted. There is possibility that the defect was caused by aging. Omsc guessed that the reported event was caused by the dirt and rust on video connector pins and defect of the printed circuit board. If additional information becomes available, this report will be supplemented.